Manufacturer narrative:
D2b: common device name: blood specimen collection device; intravascular administration set. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the tubing of the device causing blood leakage. The sample required recollection. The customer indicated they inspected unused product and found 15 other devices with this defect. No patient impact or exposure reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the tubing of the device causing blood leakage. The sample required recollection. The customer indicated they inspected unused product and found 15 other devices with this defect. No patient impact or exposure reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -11th. Material #: 367365. Lot/batch #: 3292622. Bd received 165 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing was observed. Thirty (30) of the customer samples were chosen at random and evaluated by visual examination and the indicated failure mode for damaged tubing with the incident lot was observed in 15 of the samples. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd determined that the root cause of the indicated failure mode was attributed to incorrectly sized tubing being loaded into the manufacturing process. This tubing was replaced with the proper length and all associates involved in the process were reminded of the tube length inspection procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.